Event description:
It was reported that after a therapeutic obtryx mesh sling procedure there was vaginal erosion and the patient experienced pain and incontinence. Another procedure was performed to remove the sub urethral portion of the sling and then another sling was placed suprapubically. The patient experienced some discomfort, was give medication to receive it, and was healing.